Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The product was not returned for review. Data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. There were no motor current spikes, abnormal ps or purge issues observed during support. The cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella 5.5 due to the patient having hemolysis, the plan is to remove the pump this afternoon. Staff are unsure of the cause of hemolysis, but plan is to move forward with removal and not to try to reposition. The pump was explanted.